Event description:
It was reported that this right atrial (ra) lead had dislodged shortly after implant. The patient was observed to have shortness of breath and chest pain, and high pacing threshold measurements were also identified for the lead. Consequently, a surgical intervention was performed and this lead was repositioned. It is suspected that the patient moved their arm too much and pulled back the lead. No additional adverse patient effects were reported. The lead remains in service.